Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet exhibited progressive battery depletion over several months, with recent rapid drops from full charge to empty within about a day and a decline from 30% to 0% within hours; engineering log review showed charge level jumps while on the charger followed by rapid discharge, consistent with a premature battery discharge issue involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and device logs. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge and traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.